Event description:
It was reported that the customer had high blood glucose levels of 550 mg/dl. The customer reported a blank display on the insulin pump. The customer also reported a battery out limit and failed battery test alarm on the insulin pump. Troubleshooting was done. The customer was sent a new battery cap for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).